Event description:
A false positive advia centaur troponin ultra result was obtained for a patient sample and found to be discordant with repeat patient sample results. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant troponin results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument indicates that the cause for the discordant advia centaur troponin ultra result is unknown. The instrument is performing within specification. No further evaluation of the device is required.